Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
The patient had an MRI on (B)(6) 2013. The motor stall recovery did not occur. A motor stall due to MRI exposure was reported. It was further noted that it was a false motor stall due to telemetry state. This was noted at a refill appointment on (B)(6) 2013. The patient had withdrawal symptoms, but the correct amount of residual fluid was recorded and aspirated. The patient was noted to be alive and without injury. The patient was reprogrammed as a result of the event. Telemetry was noted to be appropriate after programming. The medication used within the system was dilaudid.